Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump stopped working without warning and shut off. Customer had to go to the emergency room on (B)(6) 2017 with blood glucose of 351 mg/dl. Customer had ketones and diabetic ketoacidosis. Customer had symptoms of nausea, vomiting and abdominal pain. Customer was not admitted into the hospital. Customer's blood glucose was stabilized at 161 mg/dl and customer was released. Customer was wearing insulin pump at the time of emergency room visit. Customer called back for troubleshooting and it was found that reservoir had air bubbles and there were fizz in the infusion set. Customer was assisted in releasing air bubbles. Insulin pump passed self-test. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.